Manufacturer narrative:
(B)(4). Other device used: catalog #00434903611, zimmer tm reverse shoulder glenosphere, lot #62997277- remains implanted. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to the poly liner dislodging from the humeral component during recovery from a shoulder replacement.